Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
(B)(4). Case resolution: confirm to tech. Error code he is get is cause with the unit motor stall while try to run, will need to replace the ail sensor if replace that part does not resolve the issue next to replace is the motor controller board and from their would be next to replace main board on unit.